Event description:
It was reported that the patient connector of a minicap extended life pd transfer set was damaged (damage not further specified). This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection noted on the provided photo the patient adapter had the appearance of flash/extrusion. The reported condition was verified. The cause of the condition was determined to be manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H6: type of investigation was updated to include b01 for the actual sample received, investigation findings was changed from c16 to c19 and investigation conclusions was changed from d0301 to d14. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.